Event description:
The product was implanted on april 21, 1997. Reportedly, the pt experienced pain and numbness in her thighs and legs post-operatively. The surgeon performed a reoperation on july 18,1997 to remove the cage.